Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she has unexplained low blood glucose of 44 mg/dl for 1 hour and that her blood glucose went to 410 mg/dl earlier in the day. Troubleshooting found that the drive support cap was normal and the rewind and prime sequence was explained to the customer. The customer was not able to speak further and troubleshooting advised to monitor pump and follow up with their doctor regarding their blood glucose.